Manufacturer narrative:
(B)(4). Batch # p55h9a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endoscopic right colectomy, after fired, opened the device, found one metal piece falling off. All pieces will be returned. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # p55h9a. Device evaluation: the analysis found that one ntlc75 device was returned with the left bearing missing, the shroud was noted damage on the same side of the missing bearing the damage noted was as scratch. No cartridge reload loaded on the device. No functional test was performed due to the condition of the device. The damage on the shroud and the left bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: picture provided shows a device with the right bearing detached from the handle. Based on the photo alone the event describe is confirmed.